Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer at the time of this report. The manufacturer will continue to monitor and trend related complaints.

Event description:
Alleged issue: the hospital reported that during the surgery, the surgeon tried to use the stapler and it didn't work. Staples were not coming out. The patient's condition was reported as fine.